Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent uterosacral cervical vault suspension, posterior repair with allograft placement, suburethral sling and cystoscopy due to pop, sui, anterior wall defect, posterior wall defect and chronic constipation. It was reported that following insertion the patient experienced pain, extrusion, urinary/bowel problems, bleeding and dyspareunia. It was reported that patient underwent hemorrhoidectomy on (B)(6) 2008 due to prolapsed hemorrhoids. It was reported that patient underwent rectopexy and sigmoid colectomy on (B)(6) 2013 due to rectal prolapse. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.